Event description:
The customer reported that the paddles failed the self test. The customer isolated the failure to the paddles. The reported failure was resolved by using a different paddle set.

Manufacturer narrative:
The customer reported that the paddles failed the self test. The customer isolated the failure to the paddles. The reported failure was resolved by using a different paddle set.